Event description:
Soft hose expanded and ruptured during surgical procedure. Small piece of the hose flew free from the motor and was identified as missing after completion of the procedure. Motor will be held for review by hosp risk management. A second motor was flashed and used to complete the procedure. There were no injuries or significant delays.